Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
Mix the cement with 40 g × 2 packs. When trying to insert with a cement gun, it is abnormally quick to set and hardens in about 5 minutes. Removed as much cement as possible once inside the marrow and inserted the least stem the most in a situation like cement in cement. Alignment is not well taken.

Manufacturer narrative:
An event regarding (fast) setting time of the bone cement mix involving simplex p cement was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection and functional testing was completed on the three retained samples tested from the reported lot. The results were satisfactory and within specification. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated that all product was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the investigation concluded that the reported setting time issue cannot be duplicated. The mixing properties of the retained samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the IFU. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Mix the cement with 40 g × 2 packs. When trying to insert with a cement gun, it is abnormally quick to set and hardens in about 5 minutes. Removed as much cement as possible once inside the marrow and inserted the least stem the most in a situation like cement in cement. Alignment is not well taken.